Manufacturer narrative:
H10: h3,h6: the reported 9x30mm biosure regenesorb screw, intended for use in treatment, has been returned for evaluation. Visual assessment of the screw confirmed the reported complaint. The screws proximal threads have been stripped off. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. As reported a 9mm tap was utilized to prepare he insertion site. Per the instruction for use in cases were hard bone is encountered such as this a tap 1mm larger than the screw should be utilized. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Event has been updated with the new information received from the complainant.

Event description:
It was reported that during an acl surgery, the screw biosure started to come apart. All the pieces were removed from the patient. No additional bone hole was required. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported 9x30mm biosure regenesorb screw intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Failure to fully seat the screw on the driver. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A complaint history review confirmed no additional complaints have been reported for this manufactured lot. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the screw biosure started to come apart. The procedure was completed without delay. It is unknown if there was back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.